Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, noise on rv lead was observed on a remote report. No therapy was delivered.

Manufacturer narrative:
Patient files dated on (B)(6) 2022 at 15:20 analysis confirmed the reported ventricular noise oversensing since on (B)(6) 2022 (at least) in most of the recorded episodes. In 2 episodes, the observed oversensing led to the charge of capacitors, however any shock was delivered. On (B)(6) 2022 at 22:24, an atp was delivered but associated egm is unavailable. Ventricular lead impedance and coil continuity measurements remained in normal range the ventricular sensitivity was programmed at 0.6mv. The origin of the observed noise could not be determined with certainty. It could result from electromagnetic interferences (emi) and/or myopotentials sensing.

Event description:
Reportedly, noise on rv lead was observed on a remote report.

Manufacturer narrative:
The ¿date received by the manufacturer¿ field was incorrectly filled (17 june 2022) in the last e-MDR form send (fu1), and it is corrected in the current e-MDR form by 22 july 2022.

Event description:
Reportedly, noise on rv lead was observed on a remote report. No therapy was delivered.